Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage. No button error alarm noted. The insulin pump has cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that none of the buttons were working. Customer reported sweating prior to the alarm. Customer stated that her last blood glucose reading was 340 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.